Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Power loss alarm, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm, replace battery now alarm and then alarmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had three power error detected alarms the day of the call and low battery alarms every two days. Blood glucose at the time of the first alarm was unknown, was 140 mg/dl with the second alarm, and 240 mg/dl with the third one. Troubleshooting was performed and the customer was instructed on how to clear the alarm and advised to call back if issue persisted. The customer called back later and reported that they were constantly receiving replace battery alarms. Blood glucose level was 55 mg/dl; treated with food. It was advised to discontinue use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.